Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient receiving an inappropriate therapy. Follow up was conducted and it was verified that reprogramming had been completed. The lead remains in use. No further patient complications have been reported as a result of this event.